Manufacturer narrative:
Void - upon receipt of additional information it has been determined that the device was reported under wrong manufacturing site. Event will be reported under MFR 0002648920-2019-00522.

Event description:
Void - upon receipt of additional information it has been determined that the device was reported under wrong manufacturing site. Event will be reported under MFR 0002648920-2019-00522.

Manufacturer narrative:
(B)(4). Concomitant medical products: femoral head sterile product do not resterilize 12/14 taper # item 00801803603 lot 62741042, shell porous with cluster holes 62 mm o.d # item 00620006222 lot 62486046, femoral stem 12/14 neck taper plasma sprayed press-fit cementless size 16.25 standard offset # item 00771101600 lot 62356550, ne scr 6.5x35 self-tap # item 00625006535 lot 62804912. Multiple MDR reports were filed for this event, please see associated reports: 0002648920-2019-00404, 0002648920-2019-00405, 0001822565-2019-02354 and 0002648920-2019-00406. It is unknown if product will be returning to zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent medical intervention to excise a painful mass from his left hip approximately 3 months post initial surgery.